Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was experiencing multiple threshold suspends from the sensor. Customer's sensor glucose reading was 3.9 mmol/l, customer's blood glucose level was 9.9 mmol/l at time of incident. Customer's sensor glucose level at time of call was 2.2 mmol/l and blood glucose level was 9.3 mmol/l. During troubleshooting, customer was advised to check blood glucose level with fingerstick, blood glucose level was 10.7 mmol/l, isig value was 7.22, possible calibration factor was 1.48. Calibration factor was not within range for optimal calibration. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.